Manufacturer narrative:
Please disregard this report. The complaint does not allege deficiency in product.

Event description:
Allegedly the patient was revised due to mom complications (left). Patient underwent bilateral hip revision surgeries, with intraoperative revision findings revealing evidence an adverse reaction to metal debris consistent with mom failure, such as fluid build up; pseudotumor; metallosis and the necessity to undergo and extended trochanteric osteotomy that resulted in a fracture, requiring extensive wiring and screw placement to preserve the stability of the device.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01120, -01122, -01123.